Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the procedure, while using a catheter to deliver the left ventricle lead, when the contrast was being injected, the physician noticed that air bubbles entered through the lateral port. This caused air bubbles to generate into the bloodstream. The physician alleged that the catheter had a physical default. A new catheter used without further issues, and no additional adverse effects to the patient were reported. The damaged catheter is expected to be returned for analysis. Additional information: despite good faith efforts to obtain product return, this device has not been returned for analysis.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon completion of the investigation.

Event description:
It was reported during the procedure, while using a catheter to deliver the left ventricle lead, when the contrast was being injected, the physician noticed that air bubbles entered through the lateral port. This caused air bubbles to generate into the bloodstream. The physician alleged that the catheter had a physical default. A new catheter was used without further issues, and no adverse effects to the patient were reported. The damaged catheter is expected to be returned for analysis.